Event description:
Deployed vasoseal and white plastic sheath became dislodged from green hub and became lodged in pt's right groin. Dr was able to retrieve the foreign body with a suture removal kit. (User reinserviced by MFR's rep regarding amount of pressure that can be exerted on device. MFR did not want devie for qa testing.